Event description:
It was reported that during an unk procedure, the device was unable to fire on the third reload. The jaw was stuck with the closing trigger opened. It was unk how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Crimp. Eval summary: the analysis showed that the atw45 device was received with the anvil in the close position without preload and extended as the anvil crimp was noted to be insufficient. In addition, the articulation gears broken off. The device was received with no reload loaded in the device. The clamping and articulated mechanisms were noted to be damaged. The device was disassembled to verify the condition of the internal components and no add'l anomalies were noted. While no conclusion could be reached on what caused the articulation gear to brake, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the mfg process.